Manufacturer narrative:
MFR's report date: 06/27/2014. (B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Radioactive isotope was injected into the IV tubing; upon syringe disconnection, the radioactive isotope material was leaking out of the IV set. The solution came into contact with the pt's hand. There was no pt injury. No further pt/event info was reported.